Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. It was reported that the customer's blood glucose reading was over 500 mg/dl at the time of the event. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that she found the cannula of the infusion set bent when she removed it from her body. Nothing further was reported.